Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported that the issue occurred during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator sounded an alarm (unspecified) during inspection. There was no patient involvement when the issue occurred. No patient or user harm reported. During an inspection, the customer reported that the device had sounded an alarm (unspecified), and the device was replaced with the same model. The investigation is ongoing.